Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead returned with helix mechanism retracted. Dried blood noted in housing and tip region. Cut through the outer insulation 20 cm from the electrode end noted, conductor coils still intact (likely explant damage). Helix mechanism not tested due to dried blood in housing. Lead resistances measured normal. The laboratory analysis was able to confirm the helix allegation. The under-sensing and dislodgment allegations were not confirmed. (B)(4).

Event description:
It was reported that this atrial lead was undersensing and had dislodged from position. Attempts were made to reposition the lead, however the helix mechanism failed to extend. The atrial lead was explanted and a new lead was placed. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 field was updated to reflect that the lead was evaluated.

Event description:
It was reported that this atrial lead was undersensing and had dislodged from position. Attempts were made to reposition the lead, however the helix mechanism failed to extend. The atrial lead was explanted and a new lead was placed. The lead was returned for analysis. No additional adverse patient effects were reported.